Event description:
It was reported that alert/notification settings. On (B)(6)2024, the mobile app did not provide any alert or alarms for the low. The patient lost consciousness, and the friend called the emergency service line 911. The patient¿s friend performed cardiopulmonary resuscitation (CPR) while waiting for the emergency medical technicians. The paramedics took a blood glucose reading which was 20 mg/dl. The patient was treated with IV glucose or dextrose. When they arrived in the hospital the patient was still unconscious and he regained consciousness the morning after about 9:00 am (friday, (B)(6)2024). At the time of the report the patient was still at the hospital and recovering "getting better". The patient was discharged after 5 days. No data was provided for evaluation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)